Event description:
It was reported the patient had missed a refill about 3 years after implant and the pump went empty. The patient experienced withdrawals. No outcome or medication was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).